Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door failed. The field service engineer cleaned the micro switches and tightened wire harness connectors. The latch assembly was disassembled to strengthen the solenoid spring on the plunger, then reassembled for improved resistance during latch reset. Hardware testing confirmed all latches passed functionality tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed repeatedly after each opening. Recovery was attempted, but the door continued to fail. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.